Event description:
It was reported that during preventative maintenance, a broken air in line sensor was replaced. There was no patient involvement

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during preventative maintenance, a broken air in line sensor was replaced. There was no patient involvement

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the complaint that during preventative maintenance, a broken air in line sensor was replaced was not confirmed with the information provided via email. No devices were returned for this investigation; therefore, inspection and testing could not be performed. The event date was reported as (B)(6) 2025; time was not reported. The facility provided the event and error logs of the pcu s/n (B)(6). A review of the pcu error log showed no errors were recorded on pump module s/n (B)(6) related to the reported event. A review of the pcu event log showed that no usage was recorded for pump module s/n (B)(6) on the date of the reported event. The bd alaris¿ system with guardrails¿ suite mx user manual v12.3.2 states: to ensure that the bd alaris¿ system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If you observe damage in any way or find the device does not function as expected, return it to biomedical engineering for repair. Use bd manufactured parts in the operation and maintenance of your bd equipment. Use of repair or service parts, accessories, or syringes, dedicated infusion sets, or disposables that are not approved by bd is at customer¿s own risk and could expose patients to risk of device failure, injury, or even death. In addition, use of such parts, accessories, or disposables may void the product warranty provided by bd. There was no patient involvement. Root cause: the root cause of the report that during preventative maintenance, a broken air in line sensor was replaced was not determined, as no device was returned for the investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.